Event description:
Pt reported the ok button on the infusion device doesn't work. Pt reported experiencing no health problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The buttons passed the optical and functional investigation successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.